Manufacturer narrative:
No battery out limit alarms noted. All operating currents were within specification. The pump passed the self test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was not able to rewind and alarmed for a failed battery test. The blood glucose reading was 200 mg/dl. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the alarm reoccurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.